Manufacturer narrative:
Evaluation: method: medical review. Results: medical review - review of this file indicates that the icl exhibited a high vault in this patient. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the patient's vision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Additional information received - the icl was implanted in patient's right eye (od). After icl exchange the patient was doing well and the bcva was 20/20.

Manufacturer narrative:
(B)(4). Evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to the lens was too long. There was no patient injury. The icl was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.